Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04460, 2916596-2020-04462. It was reported that the patient experienced an alarm on their controller (hsc-009073) while at home, and decided to switch to their backup controller (hsc-009220). After about 15 seconds, the patient switched back to the primary controller and experienced some difficulties while attaching the driveline. In the hospital, the patient was connected to the system monitor and it showed a power cable fault alarm on the primary controller and also a fuse b failure. The primary controller was exchanged for a new one and the alarms resolved after. The backup controller had an internal controller alarm after exchanging it to the primary controller. The backup controller was also exchanged for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed via log file analysis and functional testing. The heartmate 3 system controller (B)(6) was returned for analysis and a log was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 24 days ((B)(6) 2018 ¿ (B)(6) 2020, per timestamp). Events occurring on (B)(6) 2020 were recorded during testing at abbott labs. Events occurring before (B)(6) 2020 were recorded periodically and recorded while the backup controller was being charged. The driveline was not connected to the system during these times. The driveline was connected to the system controller on (B)(6) 2020 at 17:32:34, then disconnected at 17:32:52, and was later reconnected at 20:25:41. Driveline power faults that were correlated with fuse b being open were active on (B)(6) 2020 from 20:35:39 ¿ 20:37:00. The driveline disconnected on (B)(6) 2020 at 20:37:00 for a system controller exchange. Pump operation was not affected while the driveline was connected. There were no other notable alarms active in the log file. The controller was tested and alarmed with a driveline power fault alarm upon being connected to a mock loop. The driveline power fault alarm was activated due to a failure within fuse b. The fuse was replaced and resubmitted for functional testing. With the replacement fuse inserted the controller passed all testing without issue. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees. The root cause of the driveline power fault alarm was due to the modular cable being inserted into the controller incorrectly by 180 degrees. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on 03mar2017. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and power cable disconnect alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.